Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related regulatory manufacturer reference number: 1627487-2020-01382. It was reported the patient was experiencing ineffective stimulation due to high impedances on most contacts on the penta lead. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg and lead was explanted and replaced. Therapy was restored post operatively.